Event description:
A medtronic representative reported that, while in a cranial procedure, the site set-up the navigation system, uploaded an exam, and the camera was working properly. When the surgeon began to register the patient, the camera started beeping and the small square in the tracking view of the navigation system was missing. In trouble-shooting, the system was shut-down, verified the cord connections and powered the system on again. The camera continued beeping constantly. The system was again shut-down, the software became unresponsive and was powered off. After turning the system on, it displayed code instructions only and was turned off manually. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The suspect computer and suspect camera power/communication cable were returned to the manufacturer for further evaluation. Findings are as follows: computer: powered on the inav system and it will not boot to the main menu. Ran a hard drive fitness test. The drive passed the fitness test. The operating system has been corrupted by improper power down. Camera power/communication cable: a continuity test revealed an open from pin 9 of the p1 lemo connector to pin 3 of the db9 connector. Electrical open directly caused the event. After repairing the inav system a full system inspection/testing was performed. System functioning normally and will be delivered back to the field representative.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). RMA issued. Replacement optical power/communication cable shipped to site. Replacement power/comm cable resolved camera beeping issue. No further issues reported. Suspect cable not returned to manufacturer for analysis. Part not returned to manufacturer.